Manufacturer narrative:
Batch review performed on (B)(6) 2017.lot 153930: 30 items manufactured and released on (B)(6) 2015. Expiration date: (B)(6) 2020.no anomalies found related to the problem.to date, 9 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The patient was (B)(6) for (B)(6) . The surgeon performed an I&d and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.